Event description:
A user facility reported that during the days before the event, more and more vibrations were audible from the pump. Several times, the error code '225' was displayed during the night of the event, and once before with error code '00a'. During the night, the console stopped working and the user switched to emergency mode. All connections were checked and the plug of the pump drive was found to be loose. It was fixed and the console was started again. On the next morning (23rd), at 9:18 a.m., the console shut down once again displaying error code '225'. After this, the system was switched to another console and continues to work without issue at extracorporeal membrane oxygenation support settings at a blood flow rate of 5l/min at 7300 rpm and 18 w. There was no patient serious injury. The complaint sample was available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.